Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed pocket erosion and infection. The implantable pulse generator (ipg) was explanted and will not be replaced in the future. Both the right atrial (ra) lead and the right ventricular (rv) lead were cut and partially explanted and will not be replaced in the future. Antibiotics were administered as a result of this event. No further patient complications have been reported as a result of this event.